Manufacturer narrative:
D1 brand name: updated to minicap transfer set. D4 catalogue #: from asku to r5c4482. G5 PMA/510k #: from ni to na. The sample was received for evaluation with a minicap on the dark blue connector and the white twist clamp was in open position. A visual inspection with the naked eye and magnification noted a broken occlude feet on the main body. Functional testing including leak, clear passage and clamp function testing were performed; leak and clamp function testing revealed a leaked through the set with the clamp in closed position. Clear passage showed no issues. There was brown residue in the threads of the main body and on the inside of the twist clamp. The reported condition was verified. The cause of the broken occluder feet on the main body could not be determined; however, the damage (cracked/broken) sets were consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of a transfer set was broken which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. It was further reported the part that was broken was the "catheter extension" and there was a "leak because a piece has broken off inside at the extension where the catheter enters the white part". The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.